Manufacturer narrative:
Final device analysis for the stimulator revealed no significant anomalies. The stimulator was functionally ok. Final device analysis for the first lead (of 2) revealed no significant anomalies. The outer insulation was cut. Final device analysis for the second lead (of 2) revealed that all the conductors were broken. Final device analysis for the anchor revealed no significant anomalies. The silicone had been cut.

Event description:
Additional information received reported that the patient¿s therapy ¿seemed to be fine¿. It was stated that it was too early for his post op.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID: 3550-39, serial# unknown, implanted: (B)(6) 2011, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) and lead were returned to the manufacturer for analysis following replacement surgery. It was stated that the patient had not been a participant in a clinical study. It was reported that the hcp decided to ¿simply remove the old system and replace¿. It was stated that the battery depletion was not ¿normal¿. It was reported that the lead had been broken. It was reported that there had been no patient injury and that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that a suspected second overdischarge (od) occurred. The patient had been in the hospital and had been unable to charge his battery. The patient had a history of non-compliance with the device as well as a failure to make appointments. A company representative had attempted to reach the patient but was unable to do so. Additional information received reported that the suspected overdischarge could not be confirmed. It was stated that the patient would not show up for an appointment. It was noted that the patient¿s pastor had been caring for him for a few hours a day and stated he would call adult protective services because he felt the patient could no longer care for himself. It was stated that the hcp did not want to replace the battery because the patient was not stable enough. Additional information received reported the manufacturer¿s representative had just attended a follow up appointment with the patient and the hcp. It was reported that the hcp planned to leave the battery and leads in. It was reported the device was nonfunctioning but that the patient was too unstable to undergo an explant. It was further reported that the patient had a complete system swap on the day of the report. A new MRI safe system with a non rechargeable battery was placed. The leads and ipg would be sent back. It was further reported that the system was explanted but the titan anchor could not be found. Additional information was requested regarding the titan anchor, but was not received. It was further stated that the patient had a form of dementia and was planning on moving to an assisted living facility. There was no way to know when the overdischarge occurred as the patient was in the hospital.

Event description:
It was reported the patient cancelled his post op appointment the afternoon prior to report. It was logged he had overdosed on 12 percocet and had a week long stay in the hospital. It was reported he was in a rehab facility at the time of report and was going to be placed in assisted living. It was reported he seemed to either not take his meds or take them all at once. It was noted the manufacturer representative at the time of report thought the patient would do much better with his non rechargeable battery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.